Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00446 and 1627487-2011-00448. The patient received an scs system on (B)(6) 2009 including an ipg, two surgical leads and two lead extensions. The original lead was replaced on (B)(6) 2010 due to impedance issues (reference MFR report # 1627487-2010-00266). It was reported that the patient lost stimulation. A diagnostic test revealed invalid impedance readings for several lead contacts. Efforts to recapture effective stimulation via reprogramming were unsuccessful. The patient's entire scs system was explanted at her request.